Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor system resistor. The pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed motor test. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was 142mg/dl. Multiple motor error alarms were noted in the pumps alarm history. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The pump was unable to prime during prime test due to faulty force sensor system resistor. The pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed motor test. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.